Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. Manufacturing review: a device history record review was not performed as deviation does not affect the product itself. Investigation summary: the sample was not returned for evaluation. Based on the provided information, the reported issue was confirmed. The definitive root cause traced to labeling. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that prior to the recanalization procedure, the device allegedly had an incorrect serial number on the external packaging and did not match the device in the packaging. There was no patient contact.